Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported experience was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device, referenced is being filed under a separate medwatch manufacturer report number.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted of the left and right common femoral arteries (cfa) using perclose proglide devices. Reportedly, during pre-close placement of the suture through a 6-french sized access site in the left cfa, when the needle plunger of the initial device was removed no suture was present. The device was removed and the sutures of two proglide devices were deployed and clamped to the side. Reportedly during pre-close placement of the suture through a 6-french sized access site in the right cfa, the suture failed to capture. The device was removed and the sutures from two additional proglide devices were deployed and clamped to the side. Both the left cfa and right cfa access sites were upsized to 14-french. After conclusion of the aaa repair procedure, the knots from the proglide devices were sequentially advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be in-training in the use of the perclose proglide device. No additional information was provided.